Event description:
It was reported that the bd¿ gravity IV set with 3-port closed manifold was not tightened and had a loose connection that caused leakage. The following information was provided by the initial reporter: "the manifold was not tightened prior to the case and there was leaking. Moving forward they have tightened prior to cases and have had no issues".

Manufacturer narrative:
Investigation: no photo or sample was received for investigation with the customer's complaint of loose component. A device history record review could not be performed because a lot number was not provided by the customer. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ gravity IV set with 3-port closed manifold was not tightened and had a loose connection that caused leakage. The following information was provided by the initial reporter: "the manifold was not tightened prior to the case and there was leaking. Moving forward they have tightened prior to cases and have had no issues".